Event description:
The manufacturer received information alleging visualization of particles in the tubing/ chamber. The user alleges of shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR is a duplicate of MDR 2518422-2022-19158 which was filed on (B)(6) 2022. MDR was filed on (B)(6) 2022. No follow up report will be filed all reporting for this issue will be reported under MDR 2518422-2022-19158.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-19158. This report was submitted as a duplicate report of the previously submitted report.